Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplement MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed in the ascending colon on (B)(6) 2018. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. Reportedly, the clip was released after twenty minutes, and the procedure was completed at this time. There were no patient complications reported as a result of this event.